Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure during which an additional lead was implanted due to inadequate stimulation. The procedure was successful and there were no reported patient complications postoperatively.